Manufacturer narrative:
(B)(4). A batch review was conducted on lot number h14b25049 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was noted that the blue ring was detached from the minicap transfer set. The missing component was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.